Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow block alarm event due to occlusion located at the tubing on 16-may-2024. The blood glucose was displayed as high and treatment of correction injection via mdi recieved by the patient. No further information available.